Event description:
It was reported that the device was used to deliver n-butyl cyanocrylate (nbca) to a lesion in the vertebral artery (va). Following the nbca infusion the device was pulled back. When the physician attempted to remove the device, it broke approx 10-15 cm from the hub. The physician removed the remaining device along with the balloon catheter. After the procedure, it was noted that the nbca had flowed from the lesion to occlude the va. The pt reportedly suffered left side paralysis, cause unk.

Manufacturer narrative:
Additional information was received from the user facility. The device distal tip was steam shaped in accordance with the directions for use, the shape formed was not disclosed. It was not disclosed if any action was taken to treat the occluded vessel.